Manufacturer narrative:
No button response and button error alarms due to corroded keypad traces. No ramping numbers noted. Unable to test for battery out limit alarms due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 164 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.